Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient resolved the issue on their own, but needed other adjustments done. They were very happy with the results. With only one wire, it was continually giving the patient problems. It was wired up in both legs and the intensity in the groin was unbearable. It had to be turned off to go the bathroom. It went on and off according to the position of the body. The patient could not sleep with it on because when the patient laid on their back, the intensity increased unbearably, even at .05 setting. It did work helping with pain when sitting or standing up, but was inconsistent. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for complex regional pain syndrome type I and spinal pain reported on (B)(6) they had poor telemetry or no telemetry with recharging and were unable to charge. The patient tried charging and couldn't get coupling bars like they normally did. It was further reported the patient fell twice and went into the hospital on (B)(6) because of the falls and they were knocked out. According to the patient they fell hard and injured themselves and tore cartilages and thought it may be related to the implant not charging. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.